Event description:
The complainant reported that a broken purge disc clip was observed. There was no harm to any patient. A replacement aic was forwarded to the complainant.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.